Manufacturer narrative:
B3: day of event unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the plunger handle is loose so the pump isn't recognizing any syringes. Patient involvement is unknown.

Manufacturer narrative:
One device was returned for repair with complaint of loose plunger handle and not recognizing syringes. Visual and functional tests were performed. Problem was duplicated at occlusion test. Replaced whole plunger assembly and carriage to fix the problem. Device passed all the functional tests.